Event description:
It was reported the device failed dso (downstream occlusion sensor) calibration during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated, could not repeat customer stated problem during testing. The dso was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.